Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was over 600 mg/dl. Ketones were present. Customer was treated in the emergency room (ER) with intravenous fluids. After 4 hours, customer left the ER feeling better. Bg level was not known.